Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that they had been hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 582 mg/dl. The customer explained that they experienced ketones and severe pain due to a fracture on the customer's vertebra. Prior to the hospitalization, the customer had a migraine for four days and their blood glucose kept rising. The customer later experienced ketones and, after continued infusion set changes and rising blood glucose, the customer went to the hospital per their doctor's recommendation. The customer confirmed the cause of the hospitalization as pain control and diabetic ketoacidosis. The customer was treated food and the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions due to cracks. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.